Event description:
It was reported that the pt's device "slipped down and got infected". Specific pt symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.